Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and high pacing impedance measurements which were noted to be within normal limits. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.